Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing did not confirm the reported event. During testing, the image was flickering due to a failure of the locking lever but was still visible. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing of the device, the image was not displayed as expected and the connector was found to be loose. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was not possible to judge whether the indicated phenomenon occurred due to a malfunction of the device because the phenomenon cannot be confirmed in the repair department. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.